Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received reporting the detachment of the adc device after 12 days of wear. As a result, on (B)(6) 2022, the customer experienced unspecified symptoms of hypoglycemia and had a loss of consciousness and was provided oral glucose by a non-healthcare professional. And brought to the hospital where the customer was examined by a healthcare professional. The customer was diagnosed with hypoglycemia, but there was no report of further treatment. There was no report of death or permanent injury associated with this event.